Event description:
It is reported that the device was implanted in 2006 and revised in 2009, due to the locking screw backing out and engaging in the patient's patella tendon.

Manufacturer narrative:
Evaluation summary: the device was in vivo for approximately 3 years and 2 months. The returned lcck articular surface, and the device measurements meet the print specification where applicable. The locking screw was not returned, and it was currently unknown whether the tibial and femoral components were left implanted. As returned, the articular surface exhibits signs of damage at the patellar relief, which most likely resulted after the screw had loosened. There is also evidence of pitting and backside wear, along with damage to the dovetail that most likely resulted from explantation. The torque used to tighten the locking screw per the surgical technique is unknown, therefore, it cannot be determined it was suitably tightened. Furthermore, without return of the screw and the stem extension, the reason for the loosening can not be determined. Evaluation codes: results/conclusions: device history records indicate all components were manufactured and inspected to specification.